Event description:
It was reported the patient is deceased and died approximately three weeks post implant of the implantable cardioverter defibrillator (ICD) device system. The patient is reported to have passed away at home. Physician review of the recorded episodes did not show any failure to treat however three episodes were overwritten but subsequent episodes. The initial episode reviewed with electrogram noted the patient had non-sustained ventricular fibrillation (vf).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Performance data was collected from the device and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).